Manufacturer narrative:
(B)(4). Approximate age of device - 54 days. Device evaluation: the pump was returned assembled with the driveline severed approximately 11.5 inches from the pump housing and the remainder of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the pump, a large thrombus formation was found adhered around the inlet bearing ball. The thrombus showed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombus developed on the inlet bearings over an undetermined amount of time while the pump was supporting the patient. In addition, a light red thrombus formation was found seated between the rotor outlet section and the blood tube. The thrombus did not show any evidence of denaturation and its non-laminated structure suggests that it did not initially develop in the location in which it was found; however, its origin could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device; however, their partial obstruction of the blood flow path could have contributed to the reported elevated ldh levels. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) on (B)(6) 2017. The patient's inr was therapeutic. Upon interrogation of the system controller history, pump speed deceleration were observed on (B)(6) 2017. The patient was treated with intravenous heparin, aspirin and persantine. On (B)(6) 2017, the patient underwent an urgent pump exchange. No additional information was provided.